Event description:
It was reported that approximately 90 minutes after insertion, the balloon was not inflating when checked under fluoroscopy. The pt was transferred to another pump without any complications.